Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The hard drive was replaced. The system was tested and operates as intended.

Event description:
The customer reported an error message on the 7700 system. No patient injury was reported.